Manufacturer narrative:
Additional information: b5, d10, g3, h6 d10. Concomitant products: abstack15, abstack15 abs fixation device 15 tacks (lot n4l1823y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an inguinal hernia procedure, when inserting the tacker into the trocar, the surgeon noticed that the device entered forcedly. The surgeon then fired the device and effortfully withdrew the device to position the mesh. When inserting the device again, it does not fit into the trocar. It was noted that the tip of the shaft did not have a normal shape. These issues occurred on two devices. To resolve the issue, a new device was used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an inguinal hernia procedure, when inserting the tacker into the trocar, the surgeon noticed that the device entered forcedly. The surgeon then fired two tackers and effortfully withdrew the device to position the mesh. When inserting the device again, it did not fit into the trocar. It was noted that the tip of the shaft did not have a normal shape. To resolve the issue, a new device was used.